Event description:
Narrative from staff: last week, at midnight I went to administer a peg (percutaneous endoscopic gastrostomy) feeding via ngt (nasogastric tube) to a premature infant. The ordered feeding was human donor milk fortified to 28 calories with 1 ml prolacta cream per feed. Feeds for this infant run over 2 hours. When I attempted to check the residual of the 5 fr feeding tube, it was clogged and had to be removed and replaced. The feeding with cream had settled despite mixing, which apparently caused the tube to occlude.